Event description:
Ra lead is failing. Once the ra pacing load was removed when device went to vvi 65, battery rebounded. Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).